Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, resolving the issue, and informed the customer to contact them again if the malfunction recurred; the customer understood these instructions.